Event description:
It was reported that the patient was found by emergency medical services (ems) in ventricular tachycardia (vt) / cardiac arrest and an external shock was delivered. Per remote monitoring transmission report review the right ventricular (rv) lead exhibited undersensing and may have lead to inappropriate ventricular pacing and delays in arrhythmia detection and therapies being delivered. It was also noted that there was rv oversensing and possible loss of capture. The rv lead also triggered lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 694758 lead - implanted (B)(6) 2013; 5086mri45 lead - implanted (B)(6) 2012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in follow up and no programming changes were made. The patient received a refill of their amiodarone and referred to heart failure for consideration of advanced therapies.